Event description:
Two gyrus omni hand pieces did not function correctly during a procedure. The first one- the tip broke but remained attached. The second one exhibited weak power and switched to bipolar kleppinger. There was no harm to the patient. Both devices had the same lot number and expiration dates. Notes from the operative report: "extensive lysis of adhesions was initiated with a gyrus. It required two gyrus devices due to the pressures on the gyrus jaws, one set of jaws was compromised requiring a second gyrus which will be sent back to the company. Bowel was densely adherent requiring a very delicate dissection. Cautery scissors were also necessary."what was the original intended procedure?laparoscopic-assisted total vaginal hysterectomy, right salpingo-oophorectomy, extensive lysis of severe pelvic and bowel adhesions, removal of large cervical fibroid.device #1is this a laboratory device or laboratory test?no.